Event description:
The customer reported that they had difficulty pacing a pt in the demand mode. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that they had difficulty pacing a pt in the demand mode. No adverse pt impact was reported. The customer evaluated the device and it passed testing. No trouble was found. The event file was sent to MFR and was reviewed by clinical and engineering staff, and it showed that there were frequent leads off and on messages. We are considering this a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.